Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "iatrogenic atrial septal defect after mitraclip transcatheter edge-to-edge repair: to close or not to close?", was reviewed. The article presented a case study of a 73-year-old male patient with symptomatic severe mitral regurgitation, congestive heart failure, and myocardial infarction. It was reported that on an unknown date, a mitraclip procedure was performed to treat mitral regurgitation. The clip was successfully implanted. After removing the steerable guide catheter (sgc), a bidirectional flow was observed, for treatment, an amplatzer septal occluder was implanted. The patient was discharged home. [The primary and corresponding author was (B)(6), cardiology department, baylor st luke¿s medical center, houston, texas].

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
The article, "iatrogenic atrial septal defect after mitraclip transcatheter edge-to-edge repair: to close or not to close?", was reviewed. The article presented a case study of a 73-year-old male patient with symptomatic severe mitral regurgitation, congestive heart failure, and myocardial infarction. It was reported that on an unknown date, a mitraclip procedure was performed to treat mitral regurgitation. The clip was successfully implanted. After removing the steerable guide catheter (sgc), a bidirectional flow was observed. For treatment, an amplatzer septal occluder was implanted. The patient was discharged home. [The primary and corresponding author was mariem abdelsalam, cardiology department, baylor st luke¿s medical center, houston, texas].